Manufacturer narrative:
(B)(4). Report source: australia. Concomitant medical products: 110010269, g7 osseoti multihole 62mm h, 6952469. 163662, 28mm mod hd std neck tp1 taper, 752810. Ep-200156, act artic e1 hip brg 28x50mm s56 dia28, 376350. 110024466, g7 dual mobility liner 50mm h, 392790. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 6 months¿ post implantation due to cup not obtaining biological fixation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via radiographs reviewed by a health care professional. Visual examination of the provided pictures identified several screws to be removed and in a bowl, no other information can be obtained from the image. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.